Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, there was an unknown system notice that relayed information about the balloon being compromised. A second system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled and blood was noted in the balloon catheter handle and in the coaxial umbilical cable. The balloon catheter was removed from the patient's body and the case was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the afapro28 balloon catheter with lot number were returned and analyzed. The review of the case data files did not reveal additional information to support the investigation finding. Files showed failure records for the date of event. The failure files showed system notice 50006 "the safety system has detected blood in the catheter handle stopped the injection and disabled the vacuum" on the date of event. The reported system notice 50006 has been confirmed through data analysis. Failure files also showed system notice 50032 "the safety system has detected a compromised outer vacuum" on the date of event. The reported system notice 50032 has been confirmed through data analysis. External visual inspection of the balloon segment showed a leak path from the outer balloon. The outer balloon proximal bond was partially detached from the catheter shaft. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 24 applications on the reported event date. Unable to do the performance test with a console, the catheter was defective due to the condition it was received in. Pressurizing of the outer balloon identified the outer balloon proximal bond was leaking and detached from the shaft. During inspection of the handle segment, blood/ liquid was observed inside handle. In conclusion, the reported visible blood was confirmed through testing. The balloon catheter failed the returned product inspection due to the outer balloon proximal bond detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.